Manufacturer narrative:
Although, there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer called due to a cbct second reconstruction problem. After performing a cbct triple scan, the reconstruction displayed images are shorter, as compared to the first reconstructed image; specifically, the bottom or lower-half portion of the second reconstructed images is missing. No error message is displayed. There was no serious injury reported.